Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported to have moisture under display screen due to jumping into swimming pool with insulin pump still attached. Customer's blood glucose was 390 mg/dl and had dropped as low as 42 mg/dl. Customer reported to have lost battery cap and insulin pump went completely blank. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Unable to verify button error alarm, scrolling numbers display anomaly. Perform displacement, rewind, basic occlusion, occlusion, prime/no delivery and excessive no delivery test due to blank display. Pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.